Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this lead was attempted but not implanted due to elevated thresholds and helix extension issues. No adverse patient effects were reported. Dc